Manufacturer narrative:
The technical service representative reached the hospital on 10-16-2015. He checked the device and saved the logbook. After first log analysis the main pcb was replaced as precaution and sent back to manufacturer site for further evaluation. But, the investigation at manufacturer site came to the conclusion that this pcb was working fine. The logbook analysis showed no relevant entries related to the reported event and no corresponding entries for technical faults. The log shows that on the date of event ventilation conditions required some pressure releases, which stop ventilation for short time and generate some pneumatic noise, accompanied by alarms «airway pressure high» and «volume inconstant». Finally neither the event could be confirmed via log analysis, nor could a relevant fault be identified. After replacement of the main pcb and device checks performed, the device has been released for use. No further complaints reported.

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
The customer reported that while the ventilator was connected to a patient, the ventilator stopped ventilating the patient and the ventilator audibly alarmed continuously. No patient injury was reported.